Event description:
It was reported that this implantable cardiac defibrillator was unable to be interrogated due to the battery capacity being completely depleted. Subsequently, this device was explanted and replaced, and is expected for return. Besides surgical intervention, no adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality all telemetry operations were normal. Memory review noted that both elective replacement indicator (eri) and end of life (eol) were set while implanted. There were no suspicious fault codes or resets, and the device was capable of full energy shock. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pulse generator was unable to be interrogated due to the battery capacity being completely depleted. Subsequently, this device was explanted and replaced, and is expected for return. Despite surgical intervention, no adverse patient effects were reported.